Event description:
Reportedly pt expired, approx after an implant duration of 0.03 month. Info received from implant pt registry. Per response from the surgeon: the device was not explanted; pt had stenosis; and the cause of death is stated as cardiogenic shock.

Manufacturer narrative:
Device not returned.